Event description:
During suturing post c-section, surgeon discovered the tip of the 0 vicryl ctx needle was missing. Initial x-ray showed that the needle tip was in fact in the pt, but not clear exactly where. Towels covering the exposed uterus were flushed the saline into a basin and strained out into a basin to check any metal parts, but nothing was found. A repeat x-ray was done and a magnet was used in attempts to locate the tip, but the tip was never located. A second surgeon was called into the operating room for consult, and it was recommended after 3rd round of x-rays to close the pt in order to prevent any damage to prolonged exposure of the uterus. The needle tip was no longer visible on the 3rd x-ray. FDA safety report ID# (B)(4).